Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) following a surgical procedure, the patient's ipg would no longer communicate with external devices despite multiple attempts. The next course of action is yet to be determined. Device details are unknown at this time.

Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue.

Event description:
Follow-up identified surgical intervention is planned in the future.